Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned for evaluation. Examination of the construct showed the suture has been cinched, the ts and suture show no abnormalities. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for these lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy and meniscal repair, the t2 implant of the fast-fix 360 misfired. T1 implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.